Manufacturer narrative:
We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (B)(6), 2018) during which 65 visual inspections were carried out with 1 rejection reached (#10649, empty unit pack) which would not be related with the reported issue. Needles were assembled in machine nº4412 and comes from two batches: (B)(4): (B)(6), 2018) during which 244 visual inspections of 25 units each were performed with zero defects noted. (B)(4): (B)(6), 2017) during which 397 visual inspections of 25 units each were performed with zero defects noted. Examination of returned affected sample confirmed the white foreign matter on the needle consisted on epoxy (glue used to join cannula into hub) located along cannula surface. Based on above results, bd determines the foreign matter detected by customer is epoxy (adhesive used to join metal part with needle plastic part - hub). This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any readjustment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down to nest cannula resulting in the observed issue. Readjustment of the epoxy dosage machine.

Event description:
It was reported that bd microlance needle had foreign matter on the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle had foreign matter on the needle. No serious injury or medical intervention was reported.